Manufacturer narrative:
The investigation by ge healthcare (gehc) has been completed. Both the ge mr 1.5t hdx scanner and ge liberty 9000 breast coil were evaluated and found to be operating within specifications with no issues or defects identified. Based on the available information, there is no apparent root cause of the patient injury. There is no evidence that the gehc 1.5t hdx scanner or gehc liberty 9000 breast coil caused the injury. The user indicated using good clinical practices of preparing, positioning, and monitoring of the patient for mr exam. No further actions are planned by gehc.

Event description:
It was reported that a patient sustained a non-displaced rib fracture during positioning for a MRI exam. The patient never entered the mr system/bore, and the issue occurred during patient setup and positioning upon the breast coil and table under the patient's own movement/control and own weight. The patient's exact weight was not provided and only reported by the customer as found in the medical chart as obese. The patient also was reported to have a pre-existing condition of osteoporosis, and history of chemotherapy.